Event description:
While inserting a 22 gauge IV into a pediatric patient, the needle bent. When the registered nurse (rn) advanced the catheter into the vein, pushed the needle forward and pulled back the catheter, rn noticed the needle was bent. Rn pulled the needle out of the patient's arm immediately. All parts of the catheter remained intact. Incident witnessed by patient care tech who was assisting the rn with the IV by holding the patients arm. Another IV in a different location with a different size catheter (24 gauge) was placed. No problem with the second attempt and a different catheter size.